Event description:
It was reported that the customer was experiencing high and low blood glucose. The caller stated that the customer woke up with a low glucose level of 40mg/dl and he went to a family health center where he was treated. Then the call was transferred to the helpline and the customer clarified that the insulin pump was replaced when she was hospitalized on (B)(6) 2013 and the settings were changed at the time, but the settings may need to be adjusted again based on the last glucose level. The customer mentioned that she entered more grams/carbohydrates into the insulin pump in order to increase her dose of insulin. Advised the customer not to enter inaccurate information into the device because the data in the insulin pump will be incorrect. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.